Event description:
It was reported that the flexiview 8800's c arm had problems with vertical movement. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
The system was evaluated and the power supply ps3 was found to be defective. The power supply ps3 of the c-arm will be replaced once the replacement is procured. This is a consistent problem and no further problems are anticipated once the repairs are affected.